Event description:
The patient reported ongoing skin reactions associated with the use of the pod since january 2026. The patient described dermatological issues at pod application sites, with the skin becoming red after wear for up to three days, followed by progression to persistent brown discoloration. The patient's blood glucose values were not provided. These marks reportedly do not resolve over time, resulting in long term visible skin changes and scarring. The patient also noted experiencing open wounds at the application sites, which have led to scars that have remained for several months without appropriate healing. The condition is described as progressive, with new areas of irritation developing while previous lesions remain visible. The use of various over patches, adhesive products, and topical treatments such as bepanthen and 1% cortisone cream have been noted. A follow up appointment with their diabetologist has been scheduled for further evaluation of these skin reactions. As treatment new pod was placed. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.